Event description:
Event description cpi received information that during a routine replacement of an implantable pulse generator (ipg), low impedance, and high thresholds were noted. The unipolar tined lead (4150) was removed because of an insulation break.